Event description:
It was reported that the user experienced an unresponsive screen during the supply change process, specifically being unable to select the button "yes" of seeing drops during the fill tubing step; and a guided mobile restart resolved the issue, after which the user completed the supply change without further assistance. Investigation included technical troubleshooting and user education conducted remotely. Further investigation of this case revealed that the device functioned as expected after restart. No symptoms during the event were reported, as blood glucose was not impacted. Outcomes included no health impact. It was concluded that the event was attributable to a transient user interface or use interaction that resolved with restart, with no device malfunction identified.